Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The image appears to show a broken curved blade.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the front end of the harmonic ace instrument fractured and fragment fell inside the patient. The fragment was retrieved during the same surgical procedure. A backup harmonic ace instrument was used to complete the procedure robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.638" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.